Event description:
The pt stated that she had experienced "high" blood glucose and she had been hospitalized. She stated that her blood glucose "went high as soon as I changed to this pump" in 2007. She reported "bolusing a lot" in order to try and decrease her blood glucose level. Her symptoms of elevated blood glucose included "dry mouth, increased urination, and fruity breath". She reported being admitted to the hosp three days later, as a "cardiac pt" due to severe chest pain. She stated that she has had a "heart attack" in the past. While in the hosp on the same day, she reported her blood glucose readings at 8:36 am, 11:12 am and 5:24 pm to be 167 mg/dl, 219 mg/dl, (with this reading she administered a bolus of insulin) and 244 mg/dl, respectively. While in the hosp, she stated that the staff did not check her blood glucose or evaluated her for diabetic ketoacidosis. When she was released on the following day, she changed her infusion site and "changed out all her accessories". In 2007, she reported her blood glucose readings 12:59 pm, 2:15 pm, 2:47 pm, 3:10 pm and 4:22 pm to be 203 mg/dl, (she administered an 11.5 unit bolus of insulin), 239 mg/dl (she administered an 8.3 unit bolus of insulin), 230 mg/dl, 219 mg/dl and 197 mg/dl, respectively. She believed the basal rates were set correctly on the infusion device at the time. Her infusion device bolus history and daily insulin totals were reviewed and determined to be as programmed. She reported being under add'l stress and she is taking medication for "blood pressure" and "reflux". No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.